Event description:
It was reported that the user was frustrated with a low glucose alert threshold of 75 mg/dl on the ilet system and inquired about changing the cgm target; clinical support discussed the request and did not recommend a target change, and education was provided on ilet alert settings, alert volume, and bionic circle alerts. Symptoms included low glucose. Outcomes included user inconvenience and the need for troubleshooting and education. Investigation included a review of alert behavior and user settings with clinical support. Investigation of this case revealed no device malfunction and indicated that the device alerted as designed, with no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.